Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Code c19: review of device manufacturing record history confirmed device met pre-release specifications. Code b17: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. Further event details were requested, but not made available w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a procedure for a central venous stenosis, access was made from the brachio-cephalic artery and the superficial femoral artery. Amplatz wires were inserted and 10fr sheaths (unspecified brand) were placed. A 13 x 10 gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was advanced from the brachial access and implanted successfully. Next, a 13 x 5 viabahn® device was advanced from the femoral access to the treatment site. Deployment was started, but the deployment line did not release. The constrained device was pulled back into the sheath for removal. However, the viabahn® device was stuck and did not exit the sheath. The sheath and viabahn® device were removed together. As reported, a small piece of what appeared to be the patient's artery was found on the removed devices. A new sheath was placed and a new 13 x 5 viabahn® device was implanted with no further issues. It was reported the patient tolerated the procedure and is recovering well.

Manufacturer narrative:
H6 - code c19: the primary reported complaint, concerning inability to deploy, could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the primary complaint could not be established with the available information. The secondary reported complaint inability to withdraw device through sheath could not be independently confirmed because there were no items returned for evaluation. Withdrawal of the reportedly constrained device was necessary due to the inability to deploy, however the viabahn device instructions for use warns not to withdraw the endoprosthesis back into the sheath once it has been fully introduced. Instead the endoprosthesis should be brought close to the sheath tip and removed in tandem with the sheath.